Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
An internet (B)(6) was read that was seeking responses to the following question "anyone seen a vagal response- hypotension, bradycardia, nausea, diaphoresis from uncomplicated perclose- from pushing down the knot? Responded to atropine and fluid bolus. #safe femoral (both radials attempted!)." No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of hypotension is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.